Event description:
A nurse at the user facility reports a haptic broke upon delivery into the eye. Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt had a good outcome.